Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose (bg) level was 577 mg/dl and a correction bolus was delivered to address the bg level. Troubleshooting was performed and a cartridge alarm (cartridge alarm 19) was received during bolus delivery. No damage was noted to the infusion set cannula. A new cartridge was loaded addressing both issues.